Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2023, the pediatric patient had a g7 wearable failure five days after the sensor was inserted in the arm. The patient was at school when she experienced hypoglycemia with muscle cramps (meant to be seizures). The patient had to be ¿saved¿ during the event, she had to be treated by a third-party but there is no documentation about the treatment provided or who provided it. The g7 provided values for six days and then suddenly stopped providing values to the patient. Due diligence was tried for clarification, but there were no additional details about the patient, additional symptoms, treatment, cgm values, bg values, patient outcome, or the details of the failure mode. No product or data was provided for investigation. The problem could not be confirmed, and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was returned for investigation. An external visual inspection was performed and passed. A pairing test was performed and passed. Data was reviewed but does not reflect full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.